Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that, the door would not open. They tried the yellow button door opening procedure and it did not open. This issue occurred postoperatively and there was less than one hour. There was no impact on patient involved.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Unit was not closing. Dingus was misaligned. Site made sure the dingus was aligned properly and then site "invalidated home". Site verified the emergency button operates. Performed system checkout per advanced service manual. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Case part added, g-code updated to g04091. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.